Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer has had issues with filling the cartridges due to the needles. There was no reported adverse impact to the customer's blood glucose level. No further information was provided.